Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture. Also noted were steadily rising impedance and elevated t hreshold. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.